Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad button response was delayed and the pump advanced to random screens without user intervention. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 20-mar-2019 with the following findings: during investigation, the keypad cover was found to intact; no damage or peeling was observed. During testing, the ok keypad button was found to be over responsive; all of the other keypad buttons responded appropriately to button presses. The ok button had an inverted contact. The keypad cover was removed and evidence of contamination was observed under all button contacts. Unrelated to the original complaint, investigation revealed cracks in the battery compartment.